Event description:
It was reported that the ventilator generated a technical error alarm that indicated an expiratory channel failure. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include a microprocessor for measurement of gas flow in the expiratory cassette. During testing in a reference ventilator, a test indicating failure during the pre-use checks tests during the measurement of the expiratory flow occurred. The test also confirmed the reported technical alarm. The failures were caused by a halt of the processor, causing the watchdog to send a reset signal. The board will restart and then halt again with a restart and so on. The root cause for why the processor halts has not been determined from this investigation.

Event description:
(B)(4).